Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump alarms no delivery when the reservoir and infusion set are connected. Customer reported he disconnects rotates it 90 to 180 degrees and the alarm goes away. Customer's blood glucose was 124 mg/dl. No further information reported.